Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that patient experienced elevated blood glucose due to a bent infusion cannula. There were no issues during the preparation or insertion of the infusion set. There was no insulin leakage. Blood glucose elevated to 200 mg/dl and did not decrease after patient delivered additional boluses. Normal blood glucose is 80-120 mg/dl. Patient removed the infusion headset and found the cannula was bent. Headsets are inserted manually, and blood glucose elevated approximately 24 hours later. This occurred in (B)(6) 2011, and was the only time patient experienced an issue with the infusion set. The patient did not require treatment from a health care professional or second party to address the issue. No product was requested for evaluation.